Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. (B)(4). Manufacturing site evaluation: samples received: 1 empty box. Analysis and results: there is no previous complaint of this code batch. There are no units in stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. The adding of the tip is described in the work instruction, and the current version of the document is 07. The adding of the tip was done by an employee and the employee is trained on the current version (training was performed on 2015-08-31). The potential root cause is a human error / mistake during assembling of the product. Final conclusion: complaint is justified. Actions on product: distributed of this reference/batch:, based on the conclusion derived from investigation, it is not required to take an action on distributed product. The customer will receive a replacement for this code/batch or refund. Corrective/preventive actions: no CAPA as no systematic root cause is identified. A retraining of the work instruction of the complaint case was performed.

Event description:
Country of complaint: (B)(6). No histoacryl tip in the packaging, histoacryl glue was used up by customer. Missing tip inside the box.